Manufacturer narrative:
During correspondence with the distributor, it was found that they had connected the incorrect battery pack version to the ventilator. Millennium infant ventilator version 1.7 requires a version 1.7 battery pack. The distributor had connected a battery pack for use with millennium infant ventilators version 1.6 or earlier to the ventilator. The millennium infant ventilator version 1.7 is designed so that the battery pack from an earlier version cannot be installed into the device. Earlier version battery packs may be plugged into the ventilator, however the pack will hang down from the device. This device was implemented to alert the user that there is an issue with the battery pack that is being connected to the ventilator. Initial rptr: (B)(6).

Event description:
The reported failure occurred during a pre-clinical check. The ac power led does not show on the display when the ventilator is connected to the ac outlet through the battery pack. When the ventilator is directly connected to the ac outlet the ac power led shows on the display.